Event description:
Customer reported an emergency room visit due to high blood glucose reading of 900 mg/dl. Customer reported symptoms of excessive thirst and upset stomach prior to the hospitalization. Customer has treated with insulin at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined any further assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.